Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels in the morning were 572mg/dl and then dropped down to 401mg/dl. The customer wanted to know why the differences varied in such a small span. The customer states the issue is not the pump but would like to check the meter. The customer was assisted in being connected with bayer for further troubleshoot.